Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported events of high capture threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.